Event description:
It was reported that the patient underwent a revision procedure of the left hip due to a pseudotumor. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: bearing 28 mm i.d. 46 mm o.d. Size g , item# 110031001 , lot# 64515040; cer bioloxd option hd 28mm , item# 650-1055 , lot# 3087211. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2022 -00432. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records relevant to the right total hip arthroplasty identified the following: the right total hip arthroplasty appears intact. No bone or hardware fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.